Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera elite colonovideoscope was reprocessed with a different procedure from the instruction manual. It was discovered that [stain milk] was used for suction cleaning during bedside cleaning. The issue was found during [event]. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. According to investigation information, the channel contamination could not be removed even after washing. It was discovered that [stain milk] was used for suction cleaning during bedside cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified because the subject device was not returned for evaluation. However, it is likely that the foreign material remained since the reprocessing deviated from the instruction manual. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.